Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an echocardiogram was performed and there was a suggestion of a mobile echodensity on the lead in the region of the tricuspid valve that was suspected to be vegetation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to what they thought was an infection in their foot. The patient was in shock and was admitted to the hospital. It was noted that the patient developed bacteremia, infective endocarditis and septicemia. The patient was given intravenous antibiotics. Their implantable cardioverter defibrillator (ICD) system was explanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complicationshave been reported as a result of this event.